Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, burning of cable was identified on the maryland bipolar forceps (mbf) instrument. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The maryland bipolar forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 29-oct-2024: no arcing was observed during the procedure. There was no patient harm.

Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed and the complaint was not confirmed by failure analysis. There were no burnt cables observed during visual inspection. The instrument articulated as expected during manual articulation. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.